Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 305127 batch#: 4247061. It was reported by the customer that needle broke at hub while injecting patient during robotic surgery. Rcc received a complaint via email. 25-gauge needle broke at hub while injecting patient during robotic surgery. The needle migrated to the patient's lung and was removed via robotic exploratory surgery. What was the original intended procedure? Robotic thymectomy what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable; not known.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported the needle broke at hub while injecting a patient during robotic surgery. Our quality team has completed a device history record review for material number 305127 and lot number 4247061. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.